Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 02-sep-2015. The most recent information was received on 13-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/ pain") in a 31-year-old female patient who had essure (batch no. 285591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), vaginal bleeding, gestational hypertension, hepatitis (high cholesterol) and parity 3. No known drug allergy. Concurrent conditions included endometriosis, vaginismus and cervicitis (mild chronic). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 7 months after insertion of essure, the patient experienced cystitis ("infection: bladder") and urinary tract infection ("infection: urinary"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), headache ("headaches"), nausea ("nauseas"), flatulence ("gas"), arthralgia ("joint pain/pain: knee"), unevaluable event ("many more things"), hypersensitivity ("allergic reaction"), infection ("infection (other): had infections all the time"), depression ("depression"), anxiety ("anxiety"), genitourinary symptom ("genitourinary complications"), loss of libido ("lost of sex"), mood altered ("bad mood"), depressed mood ("sad"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), crying ("crying for nothing"), constipation ("constipation"), rash erythematous ("red rashes all over my body"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("my eye vision is really bad"), fatigue ("fatigue"), abdominal distension ("bloated all the time"), pain in extremity ("pain: leg"), abdominal pain ("pain: abdominal pain") and back pain ("pain: lower back pain"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, nausea and flatulence had not resolved, the arthralgia and pain in extremity had resolved, the unevaluable event, hypersensitivity, infection, depression, anxiety, genitourinary symptom, loss of libido, mood altered, depressed mood, female sexual dysfunction, crying, cystitis, urinary tract infection, constipation, rash erythematous, migraine, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and abdominal distension outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, constipation, crying, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genitourinary symptom, headache, hypersensitivity, infection, loss of libido, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash erythematous, tooth disorder, unevaluable event, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: per mr: insertion detail: the essure device was deployed into the patient left fallopian tube with 1 coil visible without complication the pressure for the fluid system had decreased at this point a second bag was placed with visualized again of the uterine cavity as there had been released without complication upon visualization ,2 coils were visible the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: poking my uterus and it was moving from place. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, back pain>" . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns 31 year old adult patient. Her historical/concurrent conditions were added. Lab data was added. Essure lot number was added. Essure indication was added. Following events: lost of sex, bad mood, sad, apareunia (inability to have sexual intercourse), crying for nothing, infection: bladder, infection: urinary, constipation, red rashes all over my body, migraines, dental problems, nickel allergy, dysmenorrhea (cramping), vaginal discharge, my eye vision is really bad, fatigue, bloated all the time, pain: leg, pain: abdominal pain and pain: lower back pain. She had recovered from events: knee pain and leg pain went away. She was recovering from events: abdominal pain and lower back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: (B)(4)) on 02-sep-2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/ pain") in a 31-year-old female patient who had essure (batch no. 285591-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), vaginal bleeding, gestational hypertension, hepatitis (high cholesterol) and parity 3. No known drug allergy. Concurrent conditions included endometriosis, vaginismus and cervicitis (mild chronic). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, 1 year 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), arthralgia ("joint pain/pain: knee"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pain in extremity ("pain: leg"), abdominal pain ("pain: abdominal pain") and back pain ("pain: lower back pain"). In (B)(6) 2014, the patient experienced cystitis ("infection: bladder") and urinary tract infection ("infection: urinary"). In (B)(6) 2014, the patient experienced mood altered ("bad mood"), depressed mood ("sad"), crying ("crying for nothing"), constipation ("constipation"), rash erythematous ("red rashes all over my body"), toothache ("dental problems severe pain in teeth") and abdominal distension ("bloated all the time"). In (B)(6) 2015, the patient experienced visual impairment ("my eye vision is really bad/ vision worsened and git more blurry"). On an unknown date, the patient experienced device expulsion ("it was poking my uterus and it was moving from place"), nausea ("nauseas"), flatulence ("gas"), unevaluable event ("many more things"), hypersensitivity ("allergic reaction"), infection ("infection (other): had infections all the time"), depression ("depression"), anxiety ("anxiety"), genitourinary symptom ("genitourinary complications"), loss of libido ("lost of sex"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and flatulence had not resolved, the device expulsion, unevaluable event, hypersensitivity, infection, depression, anxiety, genitourinary symptom, loss of libido, mood altered, depressed mood, female sexual dysfunction, crying, cystitis, urinary tract infection, constipation, migraine, toothache, allergy to metals, vaginal discharge, visual impairment and abdominal distension outcome was unknown and the dyspareunia, headache, arthralgia, rash erythematous, dysmenorrhoea, fatigue, pain in extremity, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, constipation, crying, cystitis, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genitourinary symptom, headache, hypersensitivity, infection, loss of libido, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash erythematous, toothache, unevaluable event, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: per mr: insertion detail: the essure device was deployed into the patient left fallopian tube with 1 coil visible without complication the pressure for the fluid system had decreased at this point a second bag was placed with visualized again of the uterine cavity as there had been released without complication upon visualization ,2 coils were visible the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: poking my uterus and it was moving from place on (B)(6) 2016, pelvic x-ray was done, which result was "it was poking my uterus and it was moving from place" ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, back pain>" quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received ¿ reporter information updated. Event device expulsion added. Event tooth disorder updated to tooth ache. Outcome of events dyspareunia and headaches updated from not recovered / not resolved to resolved. Outcome of events lower back pain and abdominal pain updated from recovering / resolving to resolved. Outcome of events fatigue, rash erythematous and dysmenorrhea (cramping) updated from unknown to resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a 31-year-old female patient who had essure (batch no. 285591-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g3), vaginal bleeding, gestational hypertension, hepatitis (high cholesterol) and parity 3. No known drug allergy. Concurrent conditions included endometriosis, vaginismus and cervicitis (mild chronic). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("infection: bladder") and urinary tract infection ("infection: urinary"), 1 year 7 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), arthralgia ("joint pain/pain: knee"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pain in extremity ("pain: leg"), abdominal pain ("pain: abdominal pain/belly button pain") and back pain ("pain: lower back pain"). In (B)(6) 2014, the patient experienced mood altered ("bad mood"), depressed mood ("sad"), crying ("crying for nothing"), constipation ("constipation"), rash erythematous ("red rashes all over my body"), toothache ("dental problems severe pain in teeth") and abdominal distension ("bloated all the time"). In (B)(6) 2015, the patient experienced vision blurred ("my eye vision is really bad/ vision worsened and git more blurry"). On an unknown date, the patient experienced device expulsion ("it was poking my uterus and it was moving from place"), nausea ("nausea's"), flatulence ("gas"), unevaluable event ("many more things"), hypersensitivity ("allergic reaction"), infection ("infection (other): had infections all the time"), depression ("depression"), anxiety ("anxiety"), genitourinary symptom ("genitourinary complications"), loss of libido ("lost of sex"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), noninfective gingivitis ("gum inflammation"), hypoaesthesia ("my arm and leg get numb"), dysuria ("pain when I pee it hurts so bad"), dyspnoea ("shortness of breath "), kidney infection ("kidney infection"), dyspepsia ("burning sensation under my left rib"), inflammation ("I am still inflamed"), adnexa uteri pain ("both sides were my tubes where are hurting "), genital haemorrhage ("bleeding"), chest pain ("chest pain"), ovarian cyst ("right ovary cyst") and bladder disorder ("bladder problem") and was found to have weight decreased ("lost 10 pounds"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and flatulence had not resolved, the device expulsion, unevaluable event, hypersensitivity, infection, depression, anxiety, genitourinary symptom, loss of libido, mood altered, depressed mood, female sexual dysfunction, crying, cystitis, urinary tract infection, constipation, migraine, toothache, allergy to metals, vaginal discharge, vision blurred, abdominal distension, noninfective gingivitis, hypoaesthesia, dysuria, dyspnoea, kidney infection, dyspepsia, inflammation, adnexa uteri pain, chest pain, weight decreased, ovarian cyst and bladder disorder outcome was unknown and the dyspareunia, headache, arthralgia, rash erythematous, dysmenorrhoea, fatigue, pain in extremity, abdominal pain, back pain and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, chest pain, constipation, crying, cystitis, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysuria, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, genitourinary symptom, headache, hypersensitivity, hypoaesthesia, infection, inflammation, kidney infection, loss of libido, migraine, mood altered, nausea, noninfective gingivitis, ovarian cyst, pain in extremity, pelvic pain, rash erythematous, toothache, unevaluable event, urinary tract infection, vaginal discharge, vision blurred and weight decreased to be related to essure. The reporter commented: per mr: insertion detail: the essure device was deployed into the patient left fallopian tube with 1 coil visible without complication the pressure for the fluid system had decreased at this point a second bag was placed with visualized again of the uterine cavity as there had been released without complication upon visualization ,2 coils were visible the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: results: poking my uterus and it was moving from place. X-ray of pelvis and hip - on (B)(6) 2016: it was poking my uterus and it was moving from place. Diagnostic results: on (B)(6) 2016, pelvic x-ray was done, which result was "it was poking my uterus and it was moving from place". ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, back pain>" concerning the injuries reported in this case, the following ones were reported via social media-noninfective gingivitis, hypoaesthesia, dysuria, dyspnoea, kidney infection, heartburn, inflammation, fallopian tube pain, genital bleeding, weight loss, bladder problem, chest pain lot number reported (285591) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4)) on 02-sep-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/ pain") in a 31-year-old female patient who had essure (batch no. 285591-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g3), vaginal bleeding, gestational hypertension, hepatitis (high cholesterol) and parity 3. No known drug allergy. Concurrent conditions included endometriosis, vaginismus and cervicitis (mild chronic). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 7 months after insertion of essure, the patient experienced cystitis ("infection: bladder") and urinary tract infection ("infection: urinary"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), headache ("headaches"), nausea ("nauseas"), flatulence ("gas"), arthralgia ("joint pain/pain: knee"), unevaluable event ("many more things"), hypersensitivity ("allergic reaction"), infection ("infection (other): had infections all the time"), depression ("depression"), anxiety ("anxiety"), genitourinary symptom ("genitourinary complications"), loss of libido ("lost of sex"), mood altered ("bad mood"), depressed mood ("sad"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), crying ("crying for nothing"), constipation ("constipation"), rash erythematous ("red rashes all over my body"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("my eye vision is really bad"), fatigue ("fatigue"), abdominal distension ("bloated all the time"), pain in extremity ("pain: leg"), abdominal pain ("pain: abdominal pain") and back pain ("pain: lower back pain"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, nausea and flatulence had not resolved, the arthralgia and pain in extremity had resolved, the unevaluable event, hypersensitivity, infection, depression, anxiety, genitourinary symptom, loss of libido, mood altered, depressed mood, female sexual dysfunction, crying, cystitis, urinary tract infection, constipation, rash erythematous, migraine, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and abdominal distension outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, constipation, crying, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genitourinary symptom, headache, hypersensitivity, infection, loss of libido, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash erythematous, tooth disorder, unevaluable event, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: per mr: insertion detail: the essure device was deployed into the patient left fallopian tube with 1 coil visible without complication the pressure for the fluid system had decreased at this point a second bag was placed with visualized again of the uterine cavity as there had been released without complication upon visualization ,2 coils were visible the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: poking my uterus and it was moving from place. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, back pain>" quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1092) on 02-sep-2015. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a 31-year-old female patient who had essure (batch no. 285591-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g3), vaginal bleeding, gestational hypertension, hepatitis (high cholesterol) and parity 3. No known drug allergy. Concurrent conditions included endometriosis, vaginismus and cervicitis (mild chronic). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("infection: bladder") and urinary tract infection ("infection: urinary"), 1 year 7 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), arthralgia ("joint pain/pain: knee"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pain in extremity ("pain: leg"), abdominal pain ("pain: abdominal pain/belly button pain") and back pain ("pain: lower back pain"). In (B)(6) 2014, the patient experienced mood altered ("bad mood"), depressed mood ("sad"), crying ("crying for nothing"), constipation ("constipation"), rash erythematous ("red rashes all over my body"), toothache ("dental problems severe pain in teeth") and abdominal distension ("bloated all the time"). In (B)(6) 2015, the patient experienced vision blurred ("my eye vision is really bad/ vision worsened and git more blurry"). On an unknown date, the patient experienced device expulsion ("it was poking my uterus and it was moving from place"), nausea ("nauseas"), flatulence ("gas"), unevaluable event ("many more things"), hypersensitivity ("allergic reaction"), infection ("infection (other): had infections all the time"), depression ("depression"), anxiety ("anxiety"), genitourinary symptom ("genitourinary complications"), loss of libido ("lost of sex"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), noninfective gingivitis ("gum inflammation"), hypoaesthesia ("my arm and leg get numb"), dysuria ("pain when I pee it hurts so bad"), dyspnoea ("shortness of breath "), kidney infection ("kidney infection"), dyspepsia ("burning sensation under my left rib"), inflammation ("I am still inflamed"), adnexa uteri pain ("both sides wre my tubes where are hurting "), genital haemorrhage ("bleeding"), chest pain ("chest pain"), ovarian cyst ("right ovary cyst") and bladder disorder ("bladder problem") and was found to have weight decreased ("lost 10 pounds"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and flatulence had not resolved, the device expulsion, unevaluable event, hypersensitivity, infection, depression, anxiety, genitourinary symptom, loss of libido, mood altered, depressed mood, female sexual dysfunction, crying, cystitis, urinary tract infection, constipation, migraine, toothache, allergy to metals, vaginal discharge, vision blurred, abdominal distension, noninfective gingivitis, hypoaesthesia, dysuria, dyspnoea, kidney infection, dyspepsia, inflammation, adnexa uteri pain, chest pain, weight decreased, ovarian cyst and bladder disorder outcome was unknown and the dyspareunia, headache, arthralgia, rash erythematous, dysmenorrhoea, fatigue, pain in extremity, abdominal pain, back pain and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, chest pain, constipation, crying, cystitis, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysuria, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, genitourinary symptom, headache, hypersensitivity, hypoaesthesia, infection, inflammation, kidney infection, loss of libido, migraine, mood altered, nausea, noninfective gingivitis, ovarian cyst, pain in extremity, pelvic pain, rash erythematous, toothache, unevaluable event, urinary tract infection, vaginal discharge, vision blurred and weight decreased to be related to essure. The reporter commented: per mr: insertion detail: the essure device was deployed into the patient left fallopian tube with 1 coil visible without complication the pressure for the fluid system had decreased at this point a second bag was placed with visualized again of the uterine cavity as there had been released without complication upon visualization ,2 coils were visible the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: results: poking my uterus and it was moving from place. X-ray of pelvis and hip - on (B)(6) 2016: it was poking my uterus and it was moving from place. Diagnostic results: on (B)(6) 2016, pelvic x-ray was done, which result was "it was poking my uterus and it was moving from place" ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, back pain". Concerning the injuries reported in this case, the following ones were reported via social media-noninfective gingivitis, hypoaesthesia, dysuria, dyspnoea, kidney infection, heartburn, inflammation, fallopian tube pain, genital bleeding, weight loss, bladder problem, chest pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-may-2020: social media received- new events gum inflammation, my arm and leg get numb, pain when I pee it hurts so bad, shortness of breath, kidney infection, burning sensation under my left rib, I am still inflamed, both sides wre my tubes where are hurting, bleeding, lost 10 pounds, right ovary cyst, bladder problem, chest pain were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority(B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("painful intercourse"), headache ("headaches"), nausea ("nauseous"), flatulence ("gas"), arthralgia ("joint pain"), unevaluable event ("many more things"), hypersensitivity ("allergic reaction"), infection ("infection"), depression ("depression"), anxiety ("anxiety") and genitourinary symptom ("genitourinary complications"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, nausea, flatulence and arthralgia had not resolved and the unevaluable event, hypersensitivity, infection, depression, anxiety and genitourinary symptom outcome was unknown. The reporter considered anxiety, arthralgia, depression, dyspareunia, flatulence, genitourinary symptom, headache, hypersensitivity, infection, nausea, pelvic pain and unevaluable event to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case become potentially legal, reporter information was added. Product start date and stop date was updated. Events allergic reactions, infections, depression and anxiety, genitourinary complications, pain were added. Essure legal manufacture has changed from (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.